Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that she has had high blood glucose all day. Customer stated that she changed out her infusion set this morning and she has been giving herself insulin all day but her blood glucose was not going down. Customer's blood glucose was over 600 mg/dl at the time of the incident. Customer's current blood glucose was 550 mg/dl. Customer treated with a bolus. Customer is at work right now and could not troubleshoot. Customer was advised to call back when she gets back home.